Manufacturer narrative:
Sections with additional information as of 20-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: nausea. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer and produced e-2 and e-2 using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2022 and open vial date is (B)(6) 2021. At the time of the call the customer reported feeling nauseous; medical attention was not needed at the time.